Event description:
It was reported: patient was filling an h300 liquid oxygen portable from an h46 reservoir. After the fill, the quick connect on the reservoir became frozen and liquid oxygen was observed escaping the unit near the moisture collection bottle. No injuries occurred as a result of the incident. The hcp was contacted and the unit was removed from the patient home.

Manufacturer narrative:
The device was not returned for evaluation. The hcp reported that the unit was retrieved from the patient's home and evaluated at their location. No failures were found and the unit was placed back in service without incident. Reportedly, the patient filled the portable without cleaning the quick connect on the reservoir first. Based on the available information, it appears that ice may have formed on the quick connect of the reservoir causing a leak. Operating instructions warn: "using a dry cloth that is clean, wipe the fill connector dry on both the reservoir and portable units before filling to prevent freezing and possible equipment failure. If a major liquid oxygen leak from the reservoir fill connector occurs when you disengage the portable unit (that is, a steady stream of oxygen), stay away from the unit and immediately notify your oxygen.